Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician was placing coils through stent struts and access was lost as the catheter backed out of the stent. The ¿tail¿ of the coil was pinned back down with the placement of another stent over the top of the coil. There were no patient complications from the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil detached and broke within the artery. A renal artery aneurysm embolization procedure was being performed. A 10mmx30cm interlock¿ coil was selected for use. During the procedure, the coil could not be introduced completely into the coil ball and detached within the catheter on attempt of removal. The coil was partially removed with snaring/forceps and the remainder was secured in the renal artery with a stent. No further patient complications reported.